Manufacturer narrative:
Investigation: our quality engineer inspected the photograph and sample submitted for evaluation. Bd received one q-syte unit attached to a 2.5ml slip luer syringe. Through the visual/microscopic evaluation traces of a medicine residue were observed on the septum top disk (which is evidence of usage). Damage in the form of tears were observed on the slit of the septum top disk and on the column wall. There were signs of damage (cracking) observed on polycarbonate material on the q-syte bottom body. The photographs displayed similar findings to that of the actual unit. The reported issue was confirmed however a root cause could not be determined. DHR review was not performed since the lot associated with this investigation was unknown.

Event description:
It was reported that the housing was cracked with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, translated from japanese to english: the housing was cracked before use.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the housing was cracked with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, translated from (B)(6) to english: the housing was cracked before use.